Event description:
During the procedure the guide catheter kinked then separated while attempting to remove it from the patient's femoral artery. The physician inserted the guide catheter through the introducer sheath into the patient. The physician attempted to torque the guide and it did not respond. The physician noticed on the fluoroscope that the guide catheter shaft was kinked. The physician attempted to remove the guide catheter with the guide wire and the guide catheter separated and would not go into the tip of the introducer sheath. The physician removed the introducer sheath with one of the separated section of the guide catheter inside; however the other separated section was still inside the patient's femoral artery. The patient was sent for a surgical procedure to remove the remaining separated section of the guide catheter from the patient. The surgeon was able to remove the device. The patient is reported to be fine.